Event description:
Event description boston scientific cardiac rhythm management (cmr) received information that this implantable cardioverter defibrillator (ICD) and right ventricular transvenous defibrillation lead, exhibited an out of range shock impedance measurement. It was additionally stated, the ventricular pacing threshold had doubled since implant however, pacing impedance measurements had dropped; implant procedure dated six months prior. Technical services reviewed device memory and determined that 32 non-sustained ventricular tachycardia episodes were observed, most likely due to noise interference. Technical services further reviewed device memory and replied with the following information. Electrograms show noise on both the pace/sense and shock channels; lead revision required. Could also try pocket manipulations in an attempt to reproduce the noise and also the distal coil connection should be evaluated. During the revision procedure, all connections should be reviewed prior to disconnect and lead integrity, should be closely evaluated, both visually and electrically. If no lead connection issue found, the device should be replaced and returned. The physician has stated that subclavian crush syndrome may be present and has scheduled lead and possible device revision. Subsequent information states a lead revision was performed at which time the rv lead was surgically abandoned, due to lead fracture. The device remains in implanted and in service. Subsequently, the device was explanted and returned. No information was received with the returned product. The device will be subjected to standard post market analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The devices memory log was reviewed and found no irregularities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been archived as meeting specifications.